Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: octrode percutaneous lead: scs, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000101973.

Event description:
It was reported one of the patients leads displayed low impedance. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue. It is unknown which lead was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.